Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back event. There was no harm reported.

Manufacturer narrative:
Additional information poc: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Fse found no blood found in pneumatic module, or safety disk. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
N/a.